Manufacturer narrative:
Initial reporter phone #: (B)(6). H.6 investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd q-syte luer access split septum experienced leakage. The following information was provided by the initial reporter, translated from chinese to english: the nurses in the department did not leak the product for the first time when they used it on patients but did leak in the second operation. The infusion joint leaked during the secondary operation.